Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in an in situ attempt to cut a rod resulted in the breakage of depuy pin cutter, item (B)(4).

Manufacturer narrative:
Product complaint # : (B)(4).

Event description:
An end piece of a rod cutter type product broke off and went into the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with the reported event was not returned. One photograph of the subject instrument was provided for review. The reported device breakage cannot be confirmed based on the photograph. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.